Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from may 7, 2013 to may 8, 2013. Evaluation summary: baxter received the unit for evaluation. Visual and microscopic inspection of the unit revealed no evidence of particulate matter anywhere on or inside of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had black particulate matter in an unspecified location in the housing. This was found before use. There was no patient involvement. No additional information is available. This is report 4 of 4.